Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during inspection, while hospital staff was carrying out an inspection of this c1, the c1 suddenly went into ambient mode and the alarm continued to sound. No patient involvement.